Event description:
The manufacturer received info alleging a ventilator would not power on. The device was not in pt use.

Manufacturer narrative:
A ventilator was returned to the manufacturer for eval and the customer complaint was confirmed. The device's system board was replaced to address the issue. The device was evaluated but not yet repaired.